Manufacturer narrative:
(Meter serial number) has been updated to unk based on the extended investigation. No product has been returned and a valid meter serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs lite meter, and there were no adverse trends that indicate any potential product related issues. Dhrs (device history review) for the freestyle test strips were reviewed and the dhrs showed the freestyle test strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed within specification. The device manufacturer date for the reported meter is unknown. The date entered is the date of the event. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 199 mg/dl, 60 mg/dl and 20 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.